Event description:
Factory review of the device diagnostic log noted a power fail occurrence during operation. The customer did not report the prior restart occurrence during any previous usage. There was no patient use or harm reported. The finding was not duplicated during service of the device and applicable testing passed.